Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the central vein. A 10.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, on the third inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed despite the balloon rupture. No patient complications were reported and the patient's status was fine.